Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient had creatinine levels of 12 mg/dl post procedure. An angiojet® zelantedvt¿ was selected for a thrombectomy procedure in the subclavian vein. The procedure had been completed with power pulse with urokinase for 60 seconds followed by thrombectomy for 180 seconds. The day of the procedure, the patient had hemoglobinuria at night which resolved in a few hours. 10 days post procedure, the patient had creatinine levels of 12 mg/dl. The patient was scheduled for dialysis. A renal biopsy was completed and they were waiting for the results. The patient was stable with refractory hypertension. There were no further complications following the procedure.